Event description:
It was reported that the device exhibited ventricular sense events where the atrial sense-ventricular pacing markers were present, followed by a run of beats where the ventricular rate remained in line with the ventricular pacing, but where the atrial sense markers were no longer visible. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead - (B)(6) 2009; 4193, implantable pacing lead - (B)(6) 2009. (B)(4).